Event description:
Related manufacturer report number: 2017865-2023-05762, related manufacturer report number: 2017865-2023-05763. It was reported that the patient presented for routine pulse generator change on (B)(6) 2023. During the procedure the right ventricular lead was noted to have an insulation breach. The physician intended to revise the right atrial lead (ra) due to the patient's chronic atrial fibrillation. However, the ra lead was unable to be removed from the device header. Both leads were capped during the procedure, and the pulse generator was successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood prevented the wrench from engaging the setscrew inset to untighten the setscrew. Since the wrench cannot penetrate calcified blood, it strips the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed from the connector. The presence of calcified blood was consistent with holes punched through the septum by the torque wrench at time of implant.